Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after and implant duration of approximately 15 years, due to regurgitation; the healthcare provider added: endocarditis, "not likely but possible; culture negative." The health-care provider noted "valve leaflet deterioration." Based on the op report, the aorta was then opened, and the valve was debrided tediously from the annulus. The valve itself was inspected and found to be severely dysfunctional. One of the leaflets was totally torn and mobile. A 19mm edwards valve was seated into position, sutures tied securely. Prior to seating the valve, the root was irrigated copiously with saline solution again. After seating the valve, the aorta was then closed with horizontal mattress sutures and then running over and over. The patient was further warmed and weaned from cardiopulmonary bypass. The tee, however, showed significant aortic insufficiency and malfunction of the valve. The patient was then cooled and the cross-clamp was re-applied. The aorta was opened and the valve inspected. What happened was one of the sutures in closing the aorta had looped one of the struts, had not damaged or injured the leaflets. In fact, the leaflets coapted nicely once the suture was cut. Aortotomy was then reclosed carefully inspecting each suture to make sure that it did not impinge on the strut. The patient was further warmed and weaned from cardiopulmonary bypass. Tee showed that the aortic valve was functioning fine with no evidence of insufficiency or perivalvular leak. There was no mitral regurgitation, and the aorta looked normal. The patient was taken from the operating room to the CT pacu in stable condition.

Manufacturer narrative:
(B)(4). "One of the leaflets was totally torn and mobile". Device not returned. The term structural valve deterioration refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve. Unfortunately, the subject device has been discarded by the health-care provider, therefore, the source of the reported event cannot be confirmed. Although the root cause cannot be confirmed, the reported regurgitation was likely due to the "one of the leaflets was totally torn and mobile" per the operative report. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the operative report, "the patient had frequent and recurrent urinary tract infections, had been on antibiotics". The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Of note, a related report will be submitted for model 2800tfx serial number: 3259906.